Manufacturer narrative:
Inspected one opened/used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was failed and need came out. The customer¿s blood glucose level was known. Customer was not reporting that the sensor or introducer needle fractured while in the body. The customer also reported that the introducer needle is no longer in the body. Customer reports that they does not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will be returned for analysis.